Event description:
It was reported that during a cholecystectomy procedure, the outer seal of the device was disassembled. Another device was used to complete the case. There were no adverse consequences to the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.